Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt's pump "slid about 4 inches to her navel". The pump was revised (B)(6) 2011, but it "slid again to her navel". Per the reporter, it is more painful for the pt then before. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, but was not available as of the date of this report.